Event description:
While performing a robotic lymph node dissection around some very large pulsating vessels in the chest cavity, the robot announced out loud "prepare for the davinci to shutdown/reboot" soon after the robot beeped as if it would during shut down. This happened pretty quick without warning. The robot then rebooted a few moments later. During this time the robot screens went black, and the robotic arms were frozen in place and could not be removed. There was nothing being held inside the patient's body by robotic instruments during this time. The robotic arms and instruments did not move during this time. No injury occurred to the patient. Once the robot re booted we could see, and the surgeon had control. Tech support was immediately contacted. Tech support determined that it was a faulty circuit board issue. Tech support could not guarantee that this would not happen again. Tech support stated it was up to the surgeon to decide if he wanted to proceed or abort the case. It was decided to end the case for safety reasons. Case was finished without any further issues. A field engineer did come today, [redacted], and replace a computer board, and the machine seems to be operating normally now after the board was replaced and tests were run.